Event description:
In 2008, it was reported to bd that the customer had been working with an isolate of enterococcus faecium that was producing discrepant results between two different susceptibility systems. When tested with the bd phoenix pmic 102 panel, the organism tested as susceptible to vancomycin. The organism was tested multiple times using the bd phoenix pmic 102 panels utilizing 3 different phoenix instruments. When the same isolate was tested with etest and kirby-bauer methods, the isolate tested as resistent. This sample originated from a patient urine. Two urines were sent to the lab for testing 5 days apart, and both specimens reported the same results as stated above. Results wee not reported from the phoenix panel but were delayed by a day due to the additional testing conducted. Result was not reported to the patient's chart. Treatment was not affected.

Manufacturer narrative:
Bd received the information regarding this situation in 2008. Bd requested the isolate from the customer to conduct an investigation. At about 37 days later, the isolate was received for investigational testing. The organism was tested using retention sample of pmic 102 panel lot number 8127241. The customer's strain had different colony sizes. All colony sizes were tested. One strain failed to grow sufficiently in the growth control well. The remaining strains grew weekly but gave vancomycin results that were susceptible. All strains identified correctly as e. Faecium. E-test and vancomycin screen agar were used to test the isolate and showed resistant for all strain sizes tested. A quality control strain was also tested in the retention sample of panels and gave resistant results as expected. Batch history record was reviewed and found to be satisfactory. Additional investigation will occur and a follow up report will be filed.